Event description:
During a remote follow-up, an increase in the pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.